Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead; product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported the entire system was removed due to infection. The consumer first started experiencing the infection approximately two (2) weeks post-op. The consumer had a prior staph infection of the leg requiring long term antibiotics and the hcp believed the consumer had colonization of staph and that was how the device was infected. The consumer had since had a new device placed and was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.